Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings ) issue. It was reported that the basal delivery totals in the total daily dose record do not match the active basal program total. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data showed two replace cartridge warnings two days and twenty days after the complaint date. Total daily delivery added up correctly and reflects the user programmed basal rate. Visual inspection of the pump found some cosmetic damages. The caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. At the end of the 24-hour pump exercise, the total daily delivery basal history correctly reflected the programmed basal rate. The pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. The reported discrepancy between total daily delivery vs. Basal program total was not verified in the black box or duplicated in the investigation.